Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) in the 40's mg/dl. Reportedly, customer's body acts differently over night. A healthcare provider modified the overnight pump settings to address the event. Customer addressed bg with the setting change.